Event description:
*The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier with the device. An internal visual inspection of the device and humidifier was completed by the manufacturer and found few thread-like contaminants found within the humidifier. Also found dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dust, dirt and thread-like contaminant found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Humidifier dsxhcp sn(B)(6).